Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that a right ventricular lead implantation was attempted, but not successful because the lead exhibited varying thresholds. It was noted that several repositioning attempts were made. The lead was removed and replaced. No patient complications were reported as a result of this event.